Event description:
The following information was provided by the initial reporter: unfortunately, I have to inform you of defective posiflush sp goods ( 306575 - lots 6028060 and 6042431). All 306575 products we have received have a cloudy solution inside. Please check the photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.